Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent repair of a ventral hernia. A bard/davol ventrio st mesh was implanted in patient during this repair. (B)(6) 2017: the patient underwent surgery to explant an infected ventral hernia mesh. During the surgery, the doctor noted ¿the area overlying her prior hernia repair demonstrated purulent and fibrinous material with the mesh exposed.¿ the doctor ultimately excised the mesh and noted ¿that there were several small bowel loops adherent to the posterior surface of the mesh.¿ the patient continues to experience complications related to the ventrio st mesh. She will likely require additional surgeries to repair the damage from the product. The ventrio st mesh implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. Ventrio st mesh was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with symptomatic incarcerated paraumbilical hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿the hernia sac was reduced of its contents and a ventrio st mesh (device #1) as placed and sutured." (B)(6) 2017- patient was diagnosed with infected non-healing wound, ventral hernia thereby underwent open repair with removal of ventrio st mesh (device #1) and implant of xenmatrix ab (device #2). Per operative notes, ¿the area overlying prior hernia repair demonstrated purulent and fibrinous material, several small bowl loops adherent to the mesh (device #1) were dissected free. The prior mesh (device #1) was then dissected and removed completely and a xenmatrix ab (device #2) was placed and sutured." (B)(6) 2017 - patient was diagnosed with infected non-healing wound thereby underwent wound debridement and wound vac placement. Attorney alleges that the patient had adhesions, hernia recurrence, infection, pain & suffering, inflammation, swelling, scarring, purulent and fibrinous material, exposed mesh, lack of incorporation, several small bowl loops adherent to the mesh and serosal tears.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio mesh may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to "explant the infected device." It was noted during the surgery " "the area overlying her proior hernia repair demonstrated purulent and fibrinous material with explased mesh. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k)#. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about a month post implant of ventrio st, patient was diagnosed with infection, hernia recurrence, purulent discharge, adhesions, pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list infection, hernia recurrence, adhesion, pain as possible complications. The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio mesh may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to "explant the infected device." It was noted during the surgery " "the area overlying her prior hernia repair demonstrated purulent and fibrinous material with explased mesh. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent repair of a ventral hernia. A bard/davol ventrio st mesh was implanted in patient during this repair. On (B)(6) 2017: the patient underwent surgery to explant an infected ventral hernia mesh. During the surgery, the doctor noted ¿the area overlying her prior hernia repair demonstrated purulent and fibrinous material with the mesh exposed.¿ the doctor ultimately excised the mesh and noted ¿that there were several small bowel loops adherent to the posterior surface of the mesh.¿ the patient continues to experience complications related to the ventrio st mesh. She will likely require additional surgeries to repair the damage from the product. The ventrio st mesh implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. Ventrio st mesh was defective.